Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2001. Subsequently, a revision procedure was performed on (B)(6) 2009 due to metallosis. Patient's medical records indicates that during the revision procedure on (B)(6) 2009, fluid consistent with metallosis, osteolysis, tissue damage and loosening of the acetabular component were noted. The operative report confirms the acetabular component, taper liner and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown.